Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 407 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer treated with injections. Customer's blood glucose value was 407 mg/dl at the time of the incident. The customer had a high blood glucose but we couldn't troubleshoot due to the pump being off and not working. Customer stated that while changing out reservoir the screen went blank and customer had to changed out the battery with a new one and the screen was still not coming back. The customer was assisted with troubleshoot for blank display and fluid in the pump. Customer reported that they were outside in the rain and pump was exposed to fluid in the past with no moisture visible in pump. Button error alarm is not present in history at or around the time that the pump was exposed to moisture. It was reported that customer was assisted in self-test but can¿t test as pump is completely off .the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per healthcare professional's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed self test and displacement test. The device was received with normal operating currents and no unexpected off no power alarm, low battery alarm or blank display noted. All the buttons functioned properly and no moisture damage on electronic or motor assembly noted. The device was received with cracked battery tube threads and cracked reservoir tube lip.